Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using four proglide devices via a 5fr sheath, after an interventional procedure for coarctation of the aorta. Reportedly, on all four proglides, there was no suture present when the needle plunger was removed. Two additional proglide devices was used to achieve hemostasis. Although there was no bleeding afterward, manual compression was applied as standard of care for large bore procedures per hospital protocol. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.